Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the right ventricular pacing lead was a non-medtronic device//lead.

Event description:
Additional information was received that 11 days following the implant of the valve, cardiac arrest occurred and extracorporeal membrane oxygenation (ECMO) was introduced during the cutdown of the left femoral artery. Hemostasis was achieved, but cardiac tamponade was observed which required a thoracotomy. Subsequently, the patient died. It was further reported that the right ventricular damage was caused by the pacemaker, and the left ventricle had a wide lesion. The cause of death was due to bleeding. Per the physician, there was a causal relationship between the death and the procedure, but not a causal relationship between the death and the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 28-may-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the left femoral artery was used for access. A right ventricular perforation and hemorrhaging in the left ventricular wall were observed after the insertion of the pacing lead and delivery catheter system (dcs). A left ventricular perforation was also observed. Subsequently, a thoracotomy was performed. The puncture site in the right ventricle was sutured, followed by the left ventricle. Per the physician, the valve, dcs and guidewire contributed to the event along with the patient's frailty. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant of the valve, cardiac arrest occurred and extracorporeal membrane oxygenation (ECMO) was introduced during the cutdown of the left femoral artery. Hemostasis was achieved, but cardiac tamponade was observed which required a thoracotomy. Eleven days following the valve implant, the patient died. It was further reported that the right ventricular damage was caused by the pacemaker, and the left ventricle had a wide lesion. The cause of death was due to bleeding. Per the physician, there was a causal relationship between the death and the procedure, but not a causal relationship between the death and the device.